Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver normal saline with 40meq of kcl at an unspecified rate via a symbiq pump. At an unspecified time, the secondary tubing set was connected to the primary tubing set for piggyback delivery of tazocin 3mg/100ml. It was reported that ten minutes after initiating the tazocin delivery, the solution backflowed into the primary tubing set. The delivery was stopped and the tubing sets and the solution containers were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel, (B) (4).